Event description:
Patient was implanted with a proximal humerus plate and screws on (B)(6) 2013. The patient was returned to the operating room on october 15, 2013 for removal of hardware due to infection. Patient was not revised and was taken to the intensive care unit for recovery. This report is 6 of 11 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number. Placeholder.